Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d9, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope exhibited an e315 error. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited an e315 error. The issue was found during reprocessing. There were no reports of patient involvement.